Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-june-2024, it was reported by the patient that infusions set was leaking from site within 2 .5 days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.